Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided.

Event description:
Consumer is alleging that she was in her recliner using a heating pad when it caught on fire. There was not a report of injury with this incident.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer has not returned the product.

Event description:
Consumer is alleging that she was in her recliner using a heating pad when it caught on fire. There was not a report of injury with this incident.